Event description:
Procedure type: lap sigmoid. According to the reporter: two 31 eea staplers were used for this case. The surgeon attempted to complete the procedure completely laparoscopy but could not due to difficulty in placing the stapler in the right spot. Performed the anastomosis in the open manner. The first anastomosis, the left lateral aspect of the anastomosis although stapled, was open to gentle air pressure via the rectum. We attempted to repair this but elected, since we had the extra tissue, to take down the anastomosis attempt and do it again. We used a brand new stapler 31 size again and this time, again with full donuts we had air leaking from the entire anterior aspect of the stapler site. We reinforced this and covered the anastomosis with omentum. The pt so far has done well. In the first anastomosis, difficulty in having the head of the stapler tilt and since we were laparoscopic, I could not manually assist the stapler from being removed. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. Reinforcement material was not used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).